Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to close and did not cut. The surgeon performed an unintended colostomy to correct the condition. The hosp has reported the pt's condition is satisfactory.